Event description:
According to the reporter: during a lap chole procedure, the device was applied to the cystic duct, when the green button was pressed in preparation for firing and the handle was not allowed to fully return prior to attempting to fire. The interlock engaged and would not allow the device to fire. To correct a new handle and reload was used. There was no patient harm

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.